Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.1 several cubies had failed to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Correction: section h imdrf annex d code, section d unique identifier (UDI).

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 cubies failed to open. A field service engineer removed the drawer from the auxiliary chassis, replaced the retractor band and the row board cable and reinstalled the drawer in the auxiliary chassis to resolve the issue. Escort logged into the station and confirmed drawer functioned correctly. Proactive inspection process was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.1 several cubies had failed to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.